Event description:
Healthcare professional reported "capsular contracture Baker grade III-IV", "pain" and "double capsula". Healthcare professional also reported "cystic mastopathy" considered not device related. Patient was prescribed Propanolol. Patient was hospitalized. This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued E1. Phone: (b)(6)A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular contracture, Baker grade III/IV¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿